Event description:
It was reported that externalized conductors were observed on a lead during routine device changeout. Lead was tested normally with no electrical or visual anomalies observed. Physician elected to cap and replace the lead. Procedure was completed successfully without any adverse consequence to the patient.

Manufacturer narrative:
(B)(4).